Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a low transmitter battery alert and low glucose values. The patient reported that the transmitter had been activated on (B)(6) 2018 and had already expired at the time of call on (B)(6) 2018. No additional troubleshooting was performed before the patient reported that she would need to go because she was having a low. It is unknown if the low transmitter battery caused the low glucose values. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.